Manufacturer narrative:
In response to FDA report number mw5087155. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side, "implant ruptured and had to be replaced." Manufacturer of the device is unknown. Device was explanted.